Event description:
It was reported that patient experienced pain at ipg pocket site. It was noted that patient had lost 60 pounds. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Issue resolved and therapy restored.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.